Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device after a coronary procedure, using a 6f sheath. Reportedly, the closure was performed over the guide wire. A second proglide device was used with the same results. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Per the instruction for use: during 5-8f procedures, do not advance the knot with the snared knot pusher or the suture trimmer until the wire has been completely removed from the tissue track.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other device referenced, is being filed under a separate medwatch MFR number. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. Failure to follow steps. Per the instructions for use (IFU), during 5-8f procedures, do not advance the knot with the snared knot pusher or the suture timmer until the wire has been completely removed from the tissue track. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.